Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection and urinary urgency.

Event description:
It was reported that following insertion the patient experienced infection and urinary urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, pelvic organ prolapse, prolapse of vaginal vault, and cystocele and mesh was implanted. At the time of implantation the patient underwent the concurrent procedures of aprascopic sacrolpopexy, laparoscopic paravaginal repair, burch procedure with cystoscopy, rectocele repair, and catherizations. It was reported that following insertion of the mesh the patient experienced pain, urinary/bowel problems, recurrence, cystocele and dyspareunia. It was further reported that the patient was hospitalized for recurrent urinary tract infections since 2010, underwent a cholecystectomy in 2012, and a cystoscopy and transurethral resection of bladder in 2012. (B)(4).